Event description:
A surgeon reported a case of an anterior capsule tear noted as the surgeon was removing the cortex in the right eye during laser assisted cataract surgery. The surgeon placed a sulcus (iol) intraocular lens and put one suture over the primary incision. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Attempts have been made to obtain additional information, at this time no additional information has been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The surgeon was uncertain if the laser contributed to the capsular tear. There were no system settings, optical coherence tomography (oct) images or video images provided for review to determine if there were any treatment abnormalities that might have contributed to the event. The tear was noted during phacoemulsification; which occurs after the laser treatment is completed and after hydrodissection. Thus, it cannot be determined when the tear occurred and whether the system or surgical technique contributed to the event. The root cause cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information, at this time no additional information has been received.